Event description:
Information was received that the cadd solis lockbox was able to be opened without a key by pushing on the side of the box. No reported adverse effects.

Manufacturer narrative:
One cadd-solis lock box was returned for analysis. Simulated use and visual inspection was the method used to conduct the investigation. Visual inspection found the locking mechanism on the lock box intact without missing pieces or parts. One of the retention pins inside the box was slightly bent. Simulated use was able to lock the box and unable to replicate the reported issue of opening the lock box by pushing on lower right corner of the lockbox. As per cadd-solis lock box instructions for use the lock box is not designed to prevent theft.